Event description:
New information received notes that during lead extraction procedure, injuries to the innominate vein and superior vena cava resulted in hemorrhage and cardiac arrest. The veins were repaired during cardiopulmonary bypass surgery.

Event description:
It was reported that the patient presented in-clinic after receiving a lead impedance alert via (B)(4). Varying hv lead impedance was observed. Externalized conductors were noted via fluoroscopy. Lead was explanted.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.9cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.2-13.7cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location. Internal insulation abrasion was noted at 34.3-34.8cm from the distal tip. The etfe coating was intact at this location.